Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Results: the report of invalid readings was not confirmed. Only the terminal end leads segments of the leads in question were returned. It was reported that the rest of the leads (body with stimulation ends) were discarded by the physician and would not be returned. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she has not felt stimulation in approximately two weeks. The patient also reported her programmer will locate her ipg; however, the amplitude is stopping at perception on all of her programs. Diagnostic testing revealed invalid impedance readings on multiple lead contacts. Reprogramming was unable to resolve the issue. X-rays are to be taken. Follow-up information revealed the patient may under go surgical intervention as the next course of action.